Event description:
Information received by medtronic indicated that the insulin pump button was sticky and had to press multiple time and slower during rewind and insulin pump was broken and unable to be repaired. Insulin pump had reject new batteries, batteries were last less than week. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.